Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen dose and concentration not reported via an implantable pump. The indications for use were stroke and intractable spasticity. It was reported that the patient was involved in a car wreck and the pump was physically moved in the abdomen. The healthcare provider decided to slightly reposition the pocket and replace the pump. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.